Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves while connected to the pump during the load process. There was no reported impact to the customer's blood glucose (bg) level; contact stated that the customer's bg levels were "pretty good." Reportedly, the customer filled cannula with 0.7 units prior to the call. During troubleshooting with tandem's customer technical support (cts), it was verified that the customer was using a 6mm cannula. Cts informed the customer that their cannula fill amount should be 0.3 units and requested for the customer to disconnect from the site, and correct the fill cannula amount from 0.7 units to 0.3 units. The customer was successfully able to edit the cannula fill amount and is aware that an unintentional amount of 0.4 units was received; however, the customer is not concerned. It was confirmed that the customer was successfully able to connect back to the pump and resume insulin delivery; the customer will continue to monitor bg levels.